Event description:
It was reported that the table on the 2800 system would not move. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The bolt on the table rail was tightened and the table was repaired during the service call. The system was tested and found to be working as intended and put back into service.